Event description:
Ibc from pt to refill adempas and to report pump malfunction. Pt reports that the new pump she recently received started "alarming" and stopped working. No other info available. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replaced? Yes. Dose or amount: 32nkm, frequency: continuous, route: sq. Dates of use: (B)(6) 2016.